Manufacturer narrative:
The reported issue of high impedance was confirmed. Microscopic inspection of the returned stim end lead segment showed a kink on the lead body where all internal wires were broken. The location of the fracture corresponded to the proximal end of the swift-lock anchor. This would have caused the high impedance observed in the field and contributed to the patient's loss of therapy.

Event description:
It was reported that the patient was experiencing ineffective therapy due to high impedances on one lead. As a result, the patient underwent surgical intervention during which the lead was explanted and replaced. Effective therapy was established post-operatively. It is unknown which lead had the high impedances.

Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(6). The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead, model: 3186, UDI: (B)(4), batch: 4318217.